Manufacturer narrative:
(B)(4). Date sent: 8/8/2024. B3: unknown, assumed first day of month that complaint was reported. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # y7010y. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "what is meant "when loading with additional clip, a piece came out from the ¿fork¿. Piece was removed." -did clips not feed or advance into the jaws? -did device not deploy clip from jaws upon firing? -did the clips feed sideways into the jaws? -did the clip feed slower than expected into the jaws? -did more than one clip feed into the jaws? -did clip fall off after being applied? -did clip not stay in place or fall off after being applied? -does the clip not occlude? -did an unformed clip drop, eject, shoots or spit from the jaws of the device? -did device fire scissored clips? This may also include ribbon shaped or x-shaped. -did device fire malformed clips? Pear/tear drop shape or clip gap?" Investigation summary; the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with the tissue stop out of position. In addition, the tissue stop was returned inside of a plastic bag. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and five (5) clips were found inside clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery; two clips placed successfully. When loading with additional clip, a piece came out from the ¿fork¿. Piece was removed. There was no harm to patient. Unknown if procedure was completed successfully. Surgical delay unknown.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2024. Corrections: d4. Primary UDI number, h6. Medical device problem code, h6. Component code, h6. Investigation findings, h6. Investigation conclusions. Additional information was requested and the following was obtained: "what is meant "when loading with additional clip, a piece came out from the ¿fork¿. Piece was removed.". Clip was advanced into the jaws; a piece of the jaw came off and fell into the abdominal space. Did clips not feed or advance into the jaws? It was reported clips advanced x2 but 3rd clip did not advance completely. Did device not deploy clip from jaws upon firing? It was reported a piece of possibly the clip had deployed. Did the clips feed sideways into the jaws? It was reported, unable to see if this occurred. Did the clip feed slower than expected into the jaws? It was reported, unable to state it was slower. Did more than one clip feed into the jaws? It was reported, no only one clip at a time. Did clip fall off after being applied? -did clip not stay in place or fall off after being applied? It was reported, the clips that had been deployed and applied did not fall off, they stayed in place. Does the clip not occlude? It was reported, the first two clips had occluded correctly. Did an unformed clip drop, eject, shoots or spit from the jaws of the device? It was reported, the object that shot from the device did not appear to be the clip but a piece of the jaw. Did device fire scissored clips? This may also include ribbon shaped or x-shaped. It was reported the device did not fire scissor or x-shaped clips. Did device fire malformed clips? Pear/tear drop shape or clip gap? It was reported, no malformed clips fired."